Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34 errors) was confirmed and reproduced on generator connected to system. The logs confirmed the fault occurred in the field. Visual inspection found that the unit has no significant scratches or dents. The front bezel is in decent condition. C-34 error occurred during start-up and c-34/c-92 on mono coag activation. The generator unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a recoverable fault 32211 occurring. The customer attempted to recover the fault. The customer was unable to activate the monopolar energy with blinking light on the electrical surgical manipulator (esm). Tse requested for a power cycle to be performed to recover fault 32211. According to the customer, the surgical procedure was able to be completed without the monopolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the generator.

Event description:
Refer to h11 for follow-up information.